Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged. Decreased sensing, increased capture, and oversensing with atp were observed. The lead was explanted.